Event description:
A us distributor contacted zoll to report that a patient passed away on an unknown date. The patient received two appropriate treatments and an inappropriate treatment on their last wear date. The device was started up at 09:13:22 on (B)(6) 2023. At 00:09:40 on (B)(6) 2023, an arrhythmia was detected. ECG shows vf. At 00:10:16, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole transitioning to severe bradycardia @ 10 bpm with bigeminy. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 00:11:12, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment was idioventricular rhythm @ 80 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm with bigeminy. At 00:16:49, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 00:17:27, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole for eight seconds transitioning to sinus bradycardia from 10-40 bpm with pvc¿s and CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 00:37:08 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the cut cable or open r781 resistor caused or contributed to the patient death as the system was able to detect and treat vf rhythm on the date of event. In addition, the latest available ECG recording strip ((B)(6) 2023 12:17:54 am) indicates both ECG electrodes were functional as they were able to acquire a signal.